Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of not cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a pouch, for the report of not cutting. The returned sample was visually inspected and was found to be non-conforming with the needle bent and orange/brown foreign material inside of the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and cut and was found non-conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Wear marks and gouge marks were observed at several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire enters the aspiration path but does not go through. The sample was retested with a syringe and resistance was still felt. The extension was then removed from the coupling and foreign material was observed to be blocking the inner diameter of the inner cutter inside of the coupling and partially blocking the extension. Microscopic examination identified an opaque particle in both the coupling and the extension. The opaque particle identified in the coupling was analyzed using micro ft-ir analysis and was found to most closely match polycarbonate. The opaque particle identified in the extension was analyzed using micro ft-ir analysis and was found to most closely match silicon. The particle in the extension was further analyzed using sem analysis and elemental composition identified the material primarily as silicon and dried salts. The sample evaluation did not confirm that the returned probe had a cut failure. Unrelated to the reported event, the evaluation indicated that the probe had an aspiration failure due to occlusion within the aspiration path from polycarbonate material from inner components of the probe and possible surgical material. Also unrelated to the reported event, the evaluation indicated that the probe needle and inner cutter were bent. The root cause of the bent needle cannot be determined from the evaluation performed. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The complaint evaluation did not confirm a cut failure, therefore, no action was taken by the manufacturing site in relation to the reported event. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for occlusions caused by shaved plastic from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse informed a company representative that the vitrector was not cutting during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse informed a company representative that the vitrector was not cutting during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient.